Event description:
It was reported that this artificial urinary sphincter (aus) presented a fluid loss in the cuff. The cuff and ballon were removed and replaced. There is no additional information reported.